Event description:
It was reported, that the patient presented for revision of the right ventricular lead, due to over-sensed noise. The lead was capped and replaced on (B)(6) 2024. The patient was stable.